Event description:
It was reported to medtronic minimed that the customer reported a huge difference between sensor glucose and blood glucose values with change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for the discrepancy event and the blood glucose value was 189 mg/dl and the sensor glucose value was 50 mg/dl. The difference in value between sensor glucose and blood glucose was 139 mg/dl, which was not within target range. Troubleshooting was performed for the sensor alert and confirmed the change sensor, sensor updating and calibration not accepted error. No harm requiring medical intervention was reported. Product return was required for mmt-7040a.

Manufacturer narrative:
This is 2 of 4 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.